Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 15 (the critical block and inverse critical block did not add to zero), battery failed alarm, replace battery now alarm without a prior low battery alert. The customer also reported a crack on the battery tube side and battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the battery failed alarm and the issue was resolved. Troubleshooting was performed for the pump error, the customer was able to clear the alarm, complete the insulin pump rewind and the insulin pump passed self-test. The customer was instructed to monitor the insulin pump. Troubleshooting was performed for the replace battery now alarm and the new battery resolved the issue. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 18:04:00 after more than 7 days at 13.77 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 22:54:01 after more than 7 days at 12.38 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Additionally, on (B)(6) 202025 there were three (3) battery failed alerts (20:14, 20:24, and 20:25) and one (1) pump error 15 (line number 442 file number 38) alarm due to a software error. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. The complaint of pump error 15 alarm is confirmed due to a software error. Battery failed alarm and unexpected battery loss complaints are not confirmed. Crack on the battery tube threads and on the battery compartment complaint is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.